Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not bootup. A review of the system log file didn¿t confirm the reported malfunction. Upon functional testing, the fse identified there was no errors other than user message of the system being out of bounds. The fse determined that issue occurred because the cleaning staff was moving the system manually to clean the floor which was putting the stand to close to the wall to allow movement. The customer was working with cleaning staff to avoid this. To resolve the reported issue, the fse moved the system back manually into the normal working area. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.